Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high pacing impedance measurements of greater than 2000 ohms along with noise that was not being sensed. A revision procedure was performed where fluoroscopy imaging did not show any significant findings. The cause of the noise and high impedance measurements remained unknown. Subsequently the lead was explanted and the pacemaker remained in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that further review of the remote monitoring data found there was oversensing on the right ventricular (rv) channel of the minute ventilation signal.